Event description:
I had swelling and pain for the 2nd time in my left breast. I got an appt with a surgeon to have the implants removed. He would not take me as a patient, he said my symptoms were consistent with bia-alcl and I needed to go through testing before I had surgery. I found this to be impossible in (B)(6). I was able to get a mammogram, ultrasound and finally an MRI. They all kept focusing on breast cancer, not bia-alcl. There was not enough fluid at that time to perform a fine needle aspiration. The swelling had gone down, there was just a small pocket of fluid by that time. I opted to find a doctor that would focus on proper explant of the entire capsule and have it tested afterwards. I thought that's what was happening and was very disappointed when, the out of state doc, said he had never heard of the 12 point testing of the capsule, a few hours prior to surgery. I had already paid over (B)(6) in advance for this correct explant surgery. I would lose half if I rescheduled. He did sent the capsules to a lab, they detected a precancerous breast cancer spot in the right breast. Not the left that had the previous swelling. I tried to have the capsules sent to md (B)(6), for a second opinion, and found the lab had already destroyed them. So, I have never received any of the proper testing for bia-alcl. I have recently had repeated diagnostic mammograms and ultrasound. They are still only focused on a small spot that is suspicious for breast cancer, they are calling it "probably benign" with follow up in a year. I will live with this threat of bia-alcl for the rest of my life. With mostly un-knowledgable medical professionals that will not even look for bia-alcl. I will always be vigilant for strange symptoms. Again, they are only focused on breast cancer and not even hearing my concerns over bia-alcl. Ref report: mw5115042.